Event description:
Watchman device being deployed in laa self-released and settled in left side of heart. Preparation for device implantation were performed in the appropriate fashion with verification by myself as well as the device rep. Once completed, the delivery system was brought to the pt field and given to the physician. The device was then inserted into the access sheath and advanced to the distal end toward the ostium of the laa under fluoroscopic guidance. The device approached the tip of the sheath and the first part of deployment commenced. The watchman "ball" was formed just outside the sheath tip - when the device appeared to jump away from the delivery tether and out of the sheath completely, fully formed. It then bounced around the left side of the heart where it finally settled into a stationary position. Immediate consult with the cardio thoracic surgeon on the premises then took place. A plan of treatment was then formulated.